Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 70-year-old male presented with left limb weakness and slurred speech, and imaging revealed infarction in the right temporal lobe, insula, and internal watershed area. The occlusion was located in the right internal carotid artery (ica) at the c1¿cavernous segment. Preoperative high-resolution MRI showed a fresh thrombus, delaying the first-stage procedure until 56 days after imaging-confirmed occlusion. Balloon angioplasty (pta) was performed successfully, though two type b dissections were observed at the c1 and c3¿c4 segments which were attributed to the use of a abbott guidewire and non-abbott micro-catheter. After a 28-day interval, the second-stage procedure involved stenting with an abbott xact 8¿6×30 mm stent. Abbott guidewires used during the intervention included the hi-torque pilot-50, command, and command es, which were essential for navigating the occlusion and achieving successful recanalization. At 24-month follow-up, the ica remained patent, and the patient had a modified rankin scale (mrs) score of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.